Manufacturer narrative:
(B)(4). The pump module and device event logs were received. The investigation is not complete. A follow up report will be submitted with the investigation findings.

Event description:
Customer reported, the pump module alarmed "pt side occlusion" during a dopamine infusion. The user powered the pump module off and on, checked the IV set but the alarm continued. The pump module was replaced, the same IV tubing was loaded into the replacement pump module and the infusion restarted without incident or alarms. During the time it took to replace the pump module that alarmed, approximately 5 minutes, the pt's arterial blood pressure decreased to 50 mmhg. Once the dopamine infusion was restarted, the pt's blood pressure increased back to baseline and stabilized. No adverse pt sequelae reported and no medical intervention required. The event pump module was evaluated by biomed and the alarm was confirmed by an event log review and reproduced. A new administration set was obtained, an infusion was programmed and started at the event rate of 40 ml/hr. After 4 hours of infusing into a bucket, the pump module alarmed "pt side occlusion".